Event description:
It was reported the customer was attempting to calibrate sensor and the insulin pump alarmed button error. Customer's blood glucose was 15.5 mmol/l. Customer is returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a missing end cap sticker.